Manufacturer narrative:
The technician replaced the two brake casters fixing the issue.

Event description:
Technician alleged that the brakes are not working properly. When brake applied, it is not locking the wheel, it is still swiveling freely. No pt impact.